Manufacturer narrative:
The device was not returned for evaluation. Imaging was provided from the site and revealed the following: patient's access vessel had presence of tortuosity and undersized access vessel (minimum luminal diameter 5.5mm required per IFU). A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions for use (IFU) and training manuals were reviewed: IFU commander delivery system with s3/s3u thv, us, device preparation manual, us, procedural training manual, us, and supplement subclavian and axillary approaches training manual. No IFU/training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated the reported event. To address the issue, corrective action and preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description/number are reflective of old design), the occurrence rate did not exceed the june 2021 control limit for trend category "valve damaged" for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, which did occur during this event. The pra remains applicable, and no further action is required. Corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action. The reported event was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, "there were difficulties advancing the valve through sheath. It was noted on fluoro that valve strut appeared to be extending outside the sheath. The sheath, delivery system and valve were removed as a unit, and it was observed that valve strut tore through sheath lumen". Per imagery, the patient's access vessels had presence of tortuosity and undersized access vessel. The presence of tortuosity and undersized vessel can create a challenging pathway during delivery system advancement. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". In this case, it is possible that difficulty was encountered during delivery system advancement. So, if excessive force is applied to overcome the resistance, it can lead to the valve struts punctured through the sheath and resulted in the reported frame damage. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist regarding a 20mm sapien 3 ultra valve in the aortic position via subclavian approach. The 14f esheath was inserted successfully. There were difficulties advancing the valve through sheath. It was noted on fluoro that valve strut appeared to be extending outside the sheath. The sheath, delivery system and valve were removed as a unit, and it was observed that valve strut tore through sheath lumen. A new 14f sheath, 20mm commander delivery system, and 20mm sapien 3 ultra valve were inserted successfully. Valve deployed successfully. There was no patient injury.